Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for elective device changed out due to battery advisory. Patient was asymptomatic. During procedure, set screw anomaly was observed. The atrial set screw entered the header of the new device without any issues however no clicking noise could be heard when tightening the screw. The lead was also noted not to be secure in the header. Physician elected to tighten the screw but the wrench would not insert to the screw. Physician elected to use another device. The procedure was successful without any adverse consequence to the patient. Patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The atrial set screw was not returned for analysis. The device was tested on the bench and no anomalies were found.